Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain coming from deep inside') and haemorrhagic cyst ('hemorrhagic cyst on the left side , one just went away on the right side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haemorrhagic cyst (seriousness criterion medically significant), menstrual disorder ("periods have been crazy since feb"), alopecia ("hair loss"), decreased appetite ("loss of appetite"), adnexa uteri pain ("severe pain where my ovaries are"), fibromyalgia ("had fibromyalgia before essure but it has gotten much worse") and amnesia ("I can't remember anything"). The patient was treated with surgery (surgery to remove essure). Essure was removed in 2018. At the time of the report, the pelvic pain, haemorrhagic cyst, menstrual disorder, alopecia, decreased appetite, adnexa uteri pain, fibromyalgia and amnesia outcome was unknown. The reporter considered adnexa uteri pain, alopecia, amnesia, decreased appetite, fibromyalgia, haemorrhagic cyst, menstrual disorder and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, menstrual disorder, alopecia, decreased appetite, haemorrhagic cyst, adnexa uteri pain, amnesia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain coming from deep inside') and haemorrhagic cyst ('hemorrhagic cyst on the left side , one just went away on the right side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haemorrhagic cyst (seriousness criterion medically significant), menstrual disorder ("periods have been crazy since feb"), alopecia ("hair loss"), decreased appetite ("loss of appetite"), adnexa uteri pain ("severe pain where my ovaries are"), fibromyalgia ("had fibromyalgia before essure but it has gotten much worse") and amnesia ("I can't remember anything"). The patient was treated with surgery (surgery to remove essure). Essure was removed in 2018. At the time of the report, the pelvic pain, haemorrhagic cyst, menstrual disorder, alopecia, decreased appetite, adnexa uteri pain, fibromyalgia and amnesia outcome was unknown. The reporter considered adnexa uteri pain, alopecia, amnesia, decreased appetite, fibromyalgia, haemorrhagic cyst, menstrual disorder and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, menstrual disorder, alopecia and decreased appetite, haemorrhagic cyst, adnexa uteri pain, amnesia . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media content received. Reporter information and event: I can't remember anything added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain coming from deep inside') and haemorrhagic cyst ('hemorrhagic cyst on the left side , one just went away on the right side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haemorrhagic cyst (seriousness criterion medically significant), menstrual disorder ("periods have been crazy since feb"), alopecia ("hair loss"), decreased appetite ("loss of appetite") and adnexa uteri pain ("severe pain where my ovaries are"). The patient was treated with surgery (surgery to remove essure). Essure was removed in 2018. At the time of the report, the pelvic pain, haemorrhagic cyst, menstrual disorder, alopecia, decreased appetite and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, alopecia, decreased appetite, haemorrhagic cyst, menstrual disorder and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, menstrual disorder, alopecia and decreased appetite, haemorrhagic cyst, adnexa uteri pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received: reporter information was added. New events " hemorrhagic cyst and severe pain where ovaries are" were added. Case was upgraded from "other event" to "incident." No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain coming from deep inside') and haemorrhagic cyst ('hemorrhagic cyst on the left side , one just went away on the right side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haemorrhagic cyst (seriousness criterion medically significant), menstrual disorder ("periods have been crazy since feb"), alopecia ("hair loss"), decreased appetite ("loss of appetite"), adnexa uteri pain ("severe pain where my ovaries are") and fibromyalgia ("had fibromyalgia before essure but it has gotten much worse"). The patient was treated with surgery (surgery to remove essure). Essure was removed in 2018. At the time of the report, the pelvic pain, haemorrhagic cyst, menstrual disorder, alopecia, decreased appetite, adnexa uteri pain and fibromyalgia outcome was unknown. The reporter considered adnexa uteri pain, alopecia, decreased appetite, fibromyalgia, haemorrhagic cyst, menstrual disorder and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, menstrual disorder, alopecia and decreased appetite, haemorrhagic cyst, adnexa uteri pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media recieved : following event was added : had fibromyalgia before essure but it has gotten much worse. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.